Event description:
It was reported that the patient presented at the emergency room. Interrogation noted that the implantable cardioverter defibrillator failed to deliver high voltage therapy. Programming changes were performed. The patient was in stable condition.